Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump will automatically switch a programmed food bolus to 15 units even if this is not the amount that was requested. Customer reported being able to deliver correction boluses properly, and the issue only occurs with food boluses. Customer's blood glucose level was not impacted; therefore, customer believes the correct amount of insulin is being delivered.